Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported intermittent connection. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other text: the returned device was evaluated. During functionality testing, the device did not detect sensors. Internal inspection found a component of the sensor connector flex cable was damaged. A known good sensor connector was temporarily installed and the device is able to detect sensor and take measurements. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported intermittent connection. No consequences or impact to patient were reported.